Event description:
Knee pain. A maxim constrained tibial bearing device, which was implanted in 2000 and explanted in 2001 due to knee pain. The product is mfg by biomet. The device was returned to the MFR.